Event description:
The ceramic tip of the resectoscope sheath broke off inside the bladder during a transurethral resection of the prostate (turp). The piece was retrieved by the doctor. A new sheath was given to the doctor.